Manufacturer narrative:
Product event summary: analysis could not confirm that the epg shut down during use, the unit passed all incoming functional tests. The device log did show an error, and both display wires were pinched, but the insulation was not compromised. The hanger assembly and one case screw were found to be contaminated. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) was in use with a patient and showed high battery power level. Ten minutes later the epg turned itself off unexpectedly. The patient experienced asystole, and cardiopulmonary resuscitation (CPR) was performed until another epg was connected. The patient recovered to a clinically stable condition. The epg was examined and showed a low level battery but the red flashing battery indicator was not evident. The epg has been returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Following service and repair, failure analysis was performed on the main board. Visual inspection revealed no anomalies. The device was then run on the automated test console, all tests passed. The log was reviewed. There was one instance of a self-test error. The self-test failed for battery measurement too low. Conclusion: the reported event could not be confirmed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.